Manufacturer narrative:
(B)(4). It was noted that a 3rd party water unit is connected to the system and the resistivity was 5.8 when it should normally be more than 10. The quality of water was suspected as a potential contributing factor for the discrepant results.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer questioned results for 2 patient samples tested for 25- hydroxyvitamin d (vitamin d). Of the data provided, the results for 1 patient sample were erroneous. It is not known if erroneous results were reported outside of the laboratory. This information has been requested. The initial vitamin d result was 9.47 nmol/l. The repeat result on (B)(6) 2015 was 113.0 nmol/l. The sample was also repeated on an e411 system with a result of 115.1 nmol/l. It is not known if an adverse event occurred. This information has been requested. The vitamin d reagent lot number was 180293. The expiration date was not provided. It was noted that the system was checked and maintenance was performed.

Manufacturer narrative:
It was clarified that the patient is a physician working in the hospital. The erroneous result was reported outside of the laboratory to him. Since he knew his vitamin d results are generally high, the test was repeated. The repeat results which were higher were considered to be correct. It was clarified that the patient was not known to be adversely affected since the test was repeated the same day and the correct result was reported immediately. It was noted that quality controls (qc) were out of range the morning of the event ((B)(6) 2015). The customer calibrated and checked qc and the results were acceptable. The customer has had no further issues since maintenance was performed and the measuring cell was replaced between (B)(6) 2015.

Manufacturer narrative:
A specific root cause could not be identified. A possible root cause of the erroneous results may be related to temporary contamination of the measuring cell or a handling issue with the reagent. The customer has had no further issues since the measuring cell was replaced.